Manufacturer narrative:
Correction a1: patient identifier: remove unknown (previously reported), change to (B)(6). H10: the device was received for evaluation. A visual inspection with the naked eye identified an embedded, partially encapsulated, round, hard, black, particulate matter (pm) inside the fluid pathway of the tubing. The reported condition was verified. The particulate matter was identified as a pin build up of burnt plastic material broken off during the extrusion process. The cause of the condition was a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the patient line of the amia automated pd cycler set. The pm was further described as, ¿brown matter¿. This was observed after priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.